Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a error code 1720 recorded. No patient involvement reported.

Manufacturer narrative:
Other, other text: b3: date of event is unknown. H6 evaluation codes: updated. H3: updated. One infusion pump was received for evaluation. Visual inspection found the tamper seals to be intact. The device was observed to be in good condition apart from the downstream occlusion (dso) sensor. The device's event history log was reviewed for evidence of the reported issue, nothing was found. To conduct functional testing the device had a battery power loss alarm test performed. Upon testing, the reported problem was unable to be duplicated. The cause of the issue remains unknown. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device., corrected data: health effects corrected.